Event description:
The faradrive steerable sheath was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that the sheath's sideport cracked at the connection to the stopcock while flushing and began leaking fluid. The procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The faradrive steerable sheath was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that the sheath's sideport cracked at the connection to the stopcock while flushing and began leaking fluid. The procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
Visual inspection revealed no outer abnormalities. The sheath was prepared for leak testing by purging out the air in the sheath with deionized water. A leak from the flush lumen was observed and testing was no further continued. The handle cap and valve cap were removed to further examine the flush lumen and the hemostatic valves. No defects were found on the hemostatic valves. However, a tear was found where the flush lumen connects to the stopcock. Thus, indicating source of leakage and air ingress. The reported complaint was confirmed.